Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found do deliver out of specification in relation to the reported under infusion which was reproduced. The device underwent flow rate testing and was found to under infuse out of specifications. The pressure plate travel and flow rate were calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.